Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 3 months and 2 weeks after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.